Event description:
It was reported that this right atrial (ra) lead was accidentally dislodged by the physician during an atrial flutter ablation. This lead was explanted and replaced. The lead is not expected to return. No additional adverse patient effects were reported.